Event description:
An olympus employee reported on behalf of a customer, during a therapeutic total laparoscopic hysterectomy (tlh), a u508 (seal and cut short circuit) error occurred while using the thunderbeat. It became unusable. The subject device was replaced with a second thunderbeat, but the tissue pad wore our and became unusable. There was no internal shedding within the patient¿s body. The procedure was completed without delay, with a third device. There was no need for additional anesthesia and no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn out and partially peeled off. In addition, the coating on the probe had peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (remove healthcare professional as an option as it was inadvertently selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.